Manufacturer narrative:
Detailed product information was not provided in the attached journal article. Because the involved products are unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Schiedat, fabian, et al. (2024). "Subcutaneous versus transvenous implantable cardioverter defibrillator in patients with end-stage renal disease requiring dialysis: extended long-term retrospective multicenter follow-up." J. Pers. Med. 2024, 14, 870. Https://doi.org/10.3390/jpm14080870. It was reported in the above journal article that for compromised hemodialysis patients who are at risk of sudden cardiac death and require a cardiac implantable electronic device (cied), implantation with a subcutaneous implantable cardioverter defibrillator (s-ICD) system is both safe and effective. This study analyzed 43 patients with end-stage renal disease (esrd) who either were prophylactically implanted with a s-ICD system or were implanted with a transvenous (tv) ICD system. The study compared long-term complications associated with s-ICD patients versus transvenous ICD patients. This report is being issued as device-related infection (treated with antibiotics), inappropriate shocks (due to t-wave oversensing in one patient and atrial fibrillation with low amplitude signals in another, both resolved with device reprogramming), and device-related hospitalizations were included in table 2 data (see the s-ICD column). Additionally, in the s-ICD group, one patient required a pocket revision for hematoma. Specific model and serial numbers are unknown.